Manufacturer narrative:
Additional narrative: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that the surgeon was performing a posterior fusion with the expedium 5.5 ti system and upon inserting a screw, the tip of the screwdriver broke up inside the head of the screw. The patient had very hard bone. The surgeon had to leave the broken piece inside the head of the screw. The surgeon decided to leave the broken tip driver inside the patient. The surgeon was able to complete the surgery successfully with the other driver inside the set with no delays. Patient outcome is reported as stable. This report is for one xpdm quick-con si poly scwdrvr. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: a review of the receiving inspection (ri) for xpdm quick-con si poly scwdrvr was conducted identifying that lot number mi48244 was released in one batch. Batch1: lot qty of (B)(4) units were released on 20 apr 2016 with no discrepancies. Supplier: (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the xpdm quick-con si poly scwdrvr (p/n: 279712400, lot: mi48244) had the tip broken. The fragment was not returned for examination. The embedded condition reported cannot be confirmed as no evidence was provided. No other issues were observed. A dimensional inspection was not performed for the xpdm quick-con si poly scwdrvr due to post-manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the xpdm quick-con si poly scwdrvr (p/n: 279712400, lot: mi48244) would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.